Manufacturer narrative:
(B) (4). (B) (4) - wound dehiscence. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. Add'l info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code (B) (4), batch bak066, mfg date: 01/01/2009, exp date: 01/31/2011. Product code (B) (4), batch bk6464, mfg date: 09/01/2009, exp date: 07/31/2011. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent a biopsy of the stomach, ileum and transverse colon on (B) (6) 2009. The suture was used to close the fascia. The pt's pre-operative diagnosis was pre-ileus and suspicion of pseudo-obstruction. Post-operatively, the pt developed a fascial dehiscence, respiratory insufficiency and right heart failure on (B) (6) 2009. The pt underwent vacuum-assisted wound closure with closure of the abdominal wall on (B) (6) 2009. The pt subsequently expired on (B) (6) 2009. The pt's official cause of death was multi-organ failure.